Event description:
The pump was returned for investigation. Investigation revealed that the down arrow keypad button was completely unresponsive. The up arrow keypad button reportedly caused scrolling when pressed. The keypad button cover was removed and the button key contacts were found to be misaligned and contamination was found. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover was found to be intact. The keypad button symbols were found to be worn. Investigation revealed that the down arrow keypad button was completely unresponsive. The up arrow keypad button reportedly caused scrolling when pressed. The keypad button cover was removed and the button key contacts were found to be misaligned and contamination was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.